Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during treatment of moderately calcified fibrous lesions with 80% stenosis in the distal mid left superficial femoral artery (artery diameter 6mm), physician first prepped two lesions in the right superficial femoral artery (sfa) with a hawkone directional atherectomy device and then post dilated with two in.pact admiral balloons. Following post-dilation, a dissection was noted in the distal sfa and popliteal artery that was determined to require stenting. The physician then used an everflex entrust with a non-medtronic 7fr. 55cm sheath and a spider fx 7mm embolic protection device. It was reported that stent deformation occurred in vivo during deployment. The physician decided to post dilate the stent over a wholey wire that was placed inside the stented segment. He post-dilated the stent with a non-medtronic 6x100 pta (percutaneous transluminal angioplasty) balloon. The patient is reported to be doing fine and the final angiogram showed a patent vessel with better runoff to the distal vessels.